Event description:
Attorney reported: on (B)(6) 2006, patient underwent a laparoscopic incisional hernia repair with a bard composix e/x mesh. On (B)(6) 2008, patient had part of the mesh removed after suffering a small bowel obstruction. During surgery, severe adhesions were discovered around the edges of the mesh and on the anterior surface of the mesh where the edges had turned down. On (B)(6) 2008, as a result of wound infection, patient underwent surgery to remove the remainder of the mesh. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. No material review report was issued against this lot. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.